Event description:
It was reported that while the unit was being used on the bone of the pt, the edge caught on the sleeve of the unit and left metal shavings in the pt. It was further reported that the open site was washed out. The customer was not 100% sure if all of the metal shavings had been removed. It was further reported that another unit was used to complete the surgery and that a 10-15 min delay occurred.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.